Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission showing non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were made during the device check. Induction testing and the performed programming changes will also be discussed with the following physician.